Event description:
It was reported that during a shoulder joint surgery, the screw was found broken. The pieces were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72202599 5.5mm twinfix ultra peek device returned for evaluation. The complaint stated: ¿during the surgery the screw was found broken.¿ visual inspection shows symptoms consistent with fracture from torque/force and loss of axial alignment. Distal threads were burnished. The anchor was fractured. The entire anchor was not included. The inserter fork tines were bent. The symptoms are consistent with loss of axial alignment. A 3.8mm tapered awl is the recommended prep instrument for normal bone. No root cause related to the manufacturing of this device was confirmed.